Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead received a left ventricular assist device (lvad). Noise on the rv channel was subsequently observed, which resulted in oversensing and an inappropriate shock. There was also a decrease in r wave amplitude measurements and loss of rv capture. The right atrial (ra) lead and left ventricular (lv) lead channels were noted to be free of noise. Boston scientific technical services (ts) discussed programming options and that they have not heard of an lvad causing electro magnetic interference (emi), but that the noise appeared to be the typical 60 cycle noise similar to emi. It was noted that the physician was considering a new rv lead, thus tachycardia therapy was turned off until the lead revision would take place. Additional information was provided that a revision procedure was performed, during which the pace/sense portion of the lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The shock portion of this lead remains in service. This investigation will be updated should further information be provided.